Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties encountered. The target lesion was located in a severely tortuous and severely calcified left circumflex (lcx) artery. The lesion was pre-dilated with a maverick 2.0x20 catheter balloon. A 2.50x38mm promus element plus stent was selected to treat the lesion but it failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good. However, returned device analysis revealed shaft break.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual and microscopic examination found that the hypotube was broken 213mm distal to the strain relief. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The tip was slightly flared. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. No issues were noted with the crimped stent and balloon. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).